Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature study reported 5 patients with chronically occluded infrainguinal venous bypass presented with relapse of clti (3 rest-pain, 2 tissue loss) and were treated with recanalization and relining. Patients were successfully recanalized and stented without perioperative complications. The occluded vein graft was recanalized with a non-medtronic catheter and non-medtronic wire. After recanalization a non-medtronic stent graft was inserted 4 cases, supplemented with an non-medtronic interwoven nitinol stent 3 cases and non-medtronic interwoven nitinol stent alone was used in 1 case. Of the patient population, patient #4 was also treated with a self-expanding nitinol bare metal stent, everflex self-expanding peripheral stent, to avoid covering the deep femoral artery origin with the stent graft. Patient #4 had 3 reinterventions performed to reach 80% secondary patency. At 30 month follow-up the patient had patent reconstruction.

Manufacturer narrative:
Event date: date of article publication endovascular relining of chronically occluded infrainguinal venous bypass grafts annals of vascular surgery (2021) 74:339-343 10.1016/j.avsg.2020.12.015. If information is provided in the future, a supplemental report will be issued.